Manufacturer narrative:
Brand name corrected from taxus liberte paclitaxel-eluting coronary stent system to taxus¿ liberté¿ long. Upn corrected from unk433 to h7493894038270. Device evaluated by MFR.: the stent delivery system (sds); was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts raised outwards and slightly bent distally. Distal stent damage was also noted with struts stretched, distorted and lifted distally from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 70-90% stenosed, 34x2.75-3mm, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified left circumflex artery. A non-bsc guide catheter was engaged to the ostium of the target lesion. Subsequently, a non bsc guide wire was used and placed distally. The lesion was predilated with a 2.5x12 mm maverick balloon catheter. Following predilation, residual stenosis was 30-40%. A 2.75 x38mm taxus liberte drug-eluting stent was selected to treat the lesion; however, resistance was met. The physician removed the device and it was noted that the distal and proximal part of the stent struts were lifted and damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 70-90% stenosed, 34x2.75-3mm, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified left circumflex artery. A non-bsc guide catheter was engaged to the ostium of the target lesion. Subsequently, a non bsc guide wire was used and placed distally. The lesion was predilated with a 2.5x12 mm maverick balloon catheter. Following predilation, residual stenosis was 30-40%. A 2.75 x38mm taxus liberte drug-eluting stent was selected to treat the lesion; however, resistance was met. The physician removed the device and it was noted that the distal and proximal part of the stent struts were lifted and damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.